Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which was identified about an hour after the procedure. The physician did not believe the ion system exhibited any issues, but rather suspected the pneumothorax was caused by the inspiratory breath hold used to get into the smaller airways. The size of the lesion was 14 mm, and it was located in the left upper lobe (lul) and the distance to the pleura was 2 cm. The pneumothorax was identified via chest x-ray. The patient was asymptomatic. The initial size of the pneumothorax was 6.3 cm, and it did not increase over time because an 8 french chest tube was immediately placed to resolve the pneumothorax. No additional interventions were provided to resolve the pneumothorax. A diagnosis was not obtained. The patient was hospitalized for 4 days. However, the length of stay was affected by a second left pneumothorax due to CT guided biopsy of lul. The patient was discharged home on room air.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.